Event description:
The customer reported that the backlight on their device's screen appeared to be malfunctioning, as the screen was blotchy and not fully visible at times. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were taken.